Event description:
When attempting to tap in fixation tack for acl procedure, the screw broke. It was engaged in the pilot hole approx 1/4 inch. Another screw was obtained and surgery completed without incident.